Manufacturer narrative:
The patient has been treated with chemotherapy and radiation treatments.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Event description:
It was reported by an attorney that the patient underwent a surgery on an undisclosed date and a morcellator was utilized. It was reported that the endometrial cancer has metastasized throughout the patient's abdomen. The patient is undergoing chemotherapy. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, bilateral pelvic and para-aortic lymphadenectomy, lysis of adhesions and cystoscopy to treat endometrial cancer on (B)(6) 2015 and a morcellator may have been utilized. According to the operative notes, the uterus and adnexa were removed through the vagina. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.